Event description:
Boston scientific received information that this device was recently explanted for battery depletion. No further allegations were communicated at the time of explant. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the device met specification for battery depletion and displayed no evidence of any device battery issue.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting faster than expected. The monitoring voltage was 2.58v with a charge time of 10 seconds. A longevity calculation showed that the device had less then one year of battery remaining. The device had been implanted for 42 months.

Manufacturer narrative:
Technical services discussed the low level current advisory. The device remains implanted and will continue to be followed every three months. No adverse patient effects were reported.